Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited high thresholds, phrenic nerve stimulation, pocket stimulation and dia pragmatic stimulation. The lv lead was programmed off. No further patient complications have been reported as a result of this event.